Event description:
It was reported that during preparation for a magnetic resonance imaging (MRI) for the patient with this right ventricular (rv) lead, it was noted that this lead was fractured. This lead was exhibited a high capture threshold and a high out of range pace impedance measurement greater than 2000 ohms. Technical services (ts) was consulted and discussed that the device is no longer MRI conditional. The MRI was cancelled. The physician discussed that no surgical intervention will be performed as of now. This rv lead remains in service. No adverse patient effects were reported.